Event description:
During insertion of a feeding tube using fluoroscopy abnormal angle/kinking between weighted tip and proximal tube was noted. The tip appeared to fold back into the tube. The tube was withdrawn for repositioning and the weighted bolus end had separated, remaining in the pt's proximal duodenum. A second tube was successfully placed and the pt returned home with no injury.

Manufacturer narrative:
No injury was reported. No sample was available for eval. Retention samples from the same lot were both visually and mechanically tested. In order to duplicate a break, similar to that which was reported, an average of 9.8lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.